Manufacturer narrative:
(B)(4). Medical devices: 115340, comp rvs hmrl ti tray 44mm, 945490, xl-115364, arcom xl 44-36 std +3 hmrl brg, 372480, 113629, comp primary stem 9mm mini, 125640, 010000589, comp rvrs 25mm bsplt ha+adptr, 778660, 115382, comp rvs cntrl scr 6.5x30mm st, 448390, 180505, comp locking screw 4.75x40mm, 544910, 180505, comp locking screw 4.75x40mm, 402260. Report source, foreign - the event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01475, 0001825034 - 2018 - 01476, 0001825034 - 2018 - 01477, 0001825034 - 2018 - 01479.

Event description:
It was reported that the patient underwent left shoulder surgery and during the 6-month follow up visit the patient reported level 7 pain (pain score 0=no pain-10=worst pain) with difficulty performing daily activities and taking no pain medication. Patient reported feeling that their shoulder was unstable (as if it was going to dislocate) at level 3 (0 being very stable, 10 being very unstable). At 1-year follow up visit, the patient reported level 8 pain (pain score 0=no pain-10=worst pain) with difficulty performing daily activities and taking no pain medication. Attempts have been made and additional information on the reported event is unavailable.